Event description:
The event involved a customer allegation against a device that has a broken battery and is unable to be charged. Device testing found the device gave a replace battery alert upon powering on and displayed an empty battery icon during self-test. The device was powered up on a/c (alternating current), the change battery soft key was pressed, and the device passed self-test on d/c (direct current). Multiple n56 (warning replace battery) alarms were found in the alarm history log. The complaint was confirmed, and the probable cause was found to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.